Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 334 mg/dl and 313 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is 23 months; test strips are expired due to being open for more than 4 months. Recall test results performed fasting from meter memory: 334mg/dl; (B)(6) 2015; 08:00am, 286mg/dl; (B)(6) 2015; 06:00am, 288mg/dl; (B)(6) 2015; 06:00am, 249mg/dl; (B)(6) 2015; 06:00am, 303mg/dl; (B)(6) 2015; 06:00am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 150 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 334 mg/dl and 313 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is 23 months; test strips are expired due to being open for more than 4 months. (B)(6). Adverse event not reported.